Event description:
Per the clinic, the patient's rechargeable battery had reportedly 'burst', causing a burn to the patient's skin. The product has been exchanged and it has been requested that the battery be returned to the manufacturer for evaluation. The product has not been made available for evaluation as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Battery is currently unavailable.

Manufacturer narrative:
This report is filed february 18, 2015.